Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient told the rep today that the device isn't doing what it was "before;" it is unknown as to what the patient meant by this. On the date of initial report, the rep changed the patient to a different program. Also, impedances were checked and all normal. The patient was getting stimulation in their vaginal and buttock area after being changed to a different program. The patient also reported getting an MRI of their foot in the last month or two; the timing isn't known. Patient further said they haven't had their ins for a month or so yet so it is unclear if the patient had the ins when the MRI occurred. The patient further said they didn't have any symptoms during the MRI such as heating or shocking. During the call, it was reviewed that it would be difficult to know if there was tissue damage at lead site without doing imaging. It was also reviewed that if the ins was damaged, it would probably not be functioning as intended. As a result of what was reported, the rep is going to follow up with the patient in about two weeks to check on their symptom status. It is unknown when this issue occurred. Seven days later, patient called in saying they had an MRI a week after implant but did not know they weren't supposed to. They further said it obviously malfunctioned and was wondering if it will go back to where it was; this was noticed on (B)(6) 2018. Patient said the healthcare provider (hcp) said the patient should meet with their rep. Further clarification revealed the patient said their symptoms improved after implant, but the patient's incontinence returned after their MRI. They further said they had bladder problems every half hour after the MRI; it was horrible. They further said it seemed to work for a while, but they now have bladder spasms, cramps, and they "wee wees" before they have to go; this occurred after the patient met with the rep who changed it in (B)(6). During the call, the ins was checked and it was determined that stimulation was on; they were at 2.1v, on program 2. As a result of what was reported, the patient was redirected to their hcp to be checked in person and to find a setting to help their symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The action/intervention taken to resolve the device issues following the MRI was the rep met with the patient and checked impedances; impedances were normal. The patient was reprogrammed and they were seeing greater than 50% improvement. No further patient complications have been reported as a result of this event.